Event description:
Health care professional reported pt on 1550 device hopitalized with high bicarbonate levels. Pt treatment consisted of the following.time 3.5 hours, blood flow rate: 400, dialysate rate 700. During treatment pt. Complained of weakness and nausea but remained stable and alert. Pt was hospitalized and laboratory tests revealed bicarbonate level>50. Treatment modality and length of stay of hospialization was unavailable. As of 02/24/99. Health care reported pt fully recovered.